Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent insertion procedure in the kidney, ureter and bladder, performed on (B)(6) 2023. During the procedure, after the stent was deployed, a cystoscope was used to confirm the position of the stent. It was noticed that the distal end of the stent was torn. The torn stent was removed with a pair of alligator forceps and another percuflex plus ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Imdrf device code a0414 captures the reportable event of stent torn material inside the patient. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0414 captures the reportable event of stent torn material inside the patient. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that there was a torn on the bladder pigtail and on the suture hole until the tip. The suture was not returned, and the positioner was returned in good conditions. A functional inspection was performed and a mandrel of 0.036" passed through the stent without resistance. No other problems of the device were noted. The reported event was confirmed. According to all gathered information and product analysis, it was possible to conclude that some operational factors, interaction of the device with the suture string during their use in the procedure, such as an excess of force applied, could have caused that the suture hole torn until the tip. The suture string/retrieval line is intended to be removed before procedure. According to the time of event, it occurred in procedure meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the suture hole torn until the tip. Therefore, failure to follow instructions is selected as the most probable root cause for the complaint. Block h11: correction to initial reporter tab; block e1, block e2 and block e3. This event was reported by the physician. The health care facility is: (B)(6).

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent insertion procedure in the kidney, ureter and bladder, performed on (B)(6) 2023. During the procedure, after the stent was deployed, a cystoscope was used to confirm the position of the stent. It was noticed that the distal end of the stent was torn. The torn stent was removed with a pair of alligator forceps and another percuflex plus ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event.